Manufacturer narrative:
A philips field safety engineer (fse) inspected the system onsite and confirmed the image storage space is low. The engineer replaced the ippc system disk, image disk and installed the software. After replacement of hard disks and installation of software, the system was returned to use in good working order. A similar issue has been reported earlier, the device returned to full functionality by cleaning the disk space.

Event description:
It has been reported to philips that the system was giving low disk space errors. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the ippc¿s (image processing computer) operating system and image storage hard disk. The fse replaced the ippc, hard disk, reloaded the software and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.